Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to the cable being pulled internally, causing the pulse wire to break from the solder connection. The root cause for the pulled cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.